Event description:
The neuro-navigational system was not working due to an equipment failure from a broken part. The surgeon was very upset, stating if there was a problem with the screw placement, this could cause potential nerve injury to the patient.